Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the donor was connected to the machine when the "do not connect donor" icon was present. The donor had been connected after ac prime was started. The donor was disconnected when they noticed the icon and the procedure was ended. The donor did not receive any fluids. This report is being filed due to the potential for injury. The disposable set is not available for return.